Manufacturer narrative:
(B)(4). Although requested, the blood collection device has not been returned. A follow-up report with failure investigation results will be submitted should the device be received for eval.

Event description:
Customer reported the rubber sheath came off the needle and remained in the blood culture bottle. This did cause some leakage of blood. There was no report of pt harm or medical intervention. No further pt/event information is available.